Manufacturer narrative:
The manufacture date of the device indicates the device was out of warranty. Initial performance testing data reveals an extreme amount of force, either at once or repetitive, was required to dislodge or break-off any post. The patient was reported to brux and clench during sleep. This could be the probable cause for post breakage. Prosomnus replaced the patient's osa device with a newer model that has more flexibility and improved material and posts compared to the product involved in the incident.

Event description:
Prosomnus received a complaint from dentist reporting about a patient aspirating a broken piece of the device during use. Patient had to undergo endoscopy in emergency department to remove the broken fragment from the patient's right lung. Dentist also confirmed that there was no further complications to the patient due to this incident. Patient wants to continue the treatment with prosomnus device.